Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock. Technical services (ts) noted that based on device data the device was not sensing properly but this did not appear to be myopotentials. The signal appeared to be sawtooth in appearance. A follow up was planned to be performed and a more suitable sensing vector will be determined at that time. Additional information noted that a follow up took place and the sensing vector was reprogrammed, and smart charge was increased manually. The shock zone was also adjusted to one shock zone at 250 ohms. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to update the describe event or problem field.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock. Technical services (ts) noted that based on device data the device was not sensing properly but this did not appear to be myopotentials. The signal appeared to be sawtooth in appearance. A follow up was planned to be performed and a more suitable sensing vector will be determined at that time. No adverse patient effects were reported. The device remains implanted.